Event description:
New information notes during a routine follow up, that the patient had a large amount of adipose tissue at the implant site causing undersensing. The patient was stable. The patient would be monitored.

Event description:
It was reported that the implantable cardiac monitor exhibited intermittent undersensing. The device was reprogrammed. The patient was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.